Event description:
It was reported that during the procedure, the balance middleweight universal guide wire was advanced without resistance into the patient anatomy and was then removed without resistance. The guide wire was then re-inserted with resistance into the anatomy and was noted to feel "gritty" on the polymer section of the guide wire. It is unclear if the resistance was due to patient anatomy or with a device. A non-abbott dilatation catheter was then advanced over the guide wire and no resistance was reported. Reportedly, during removal of the guide wire, resistance was noted between the guide wire and the dilatation catheter and both devices were removed as a single unit. There was no clinically significant delay and no adverse patient effects. The gritty feeling is only noted on subsequent re-insertion of the guide wire, it is not felt with the initial use. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.